Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six years and eleven months of post deployment, the patient presented with abdominal pain. A computerized tomography-abdomen/pelvis with contrast was performed which showed that there was an infrarenal inferior vena cava filter. Some of the struts extended out of the inferior vena cava. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately six years and eleven months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.